Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer stated that the buttons stopped responding. Customer put the battery in during the call and received a battery out limit alarm. Customer was unable to clear the alarm. Customer stated that the pump started to beep. Customer's blood glucose at the time of the incident was 22.0 mmol/l. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces and all of the buttons are functioning properly. The insulin pump passed all operating currents tested within the specification range and passed off no power test. No unexpected battery out limit noted. The insulin pump passed the displacement test and a21 error test. No a21 alarm noted. The insulin pump has cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.